Event description:
A malfunction was reported on the pump by the caller. There was unknown impact to the customer's blood glucose level as the caller declined to answer whether it exceeded certain levels. Technical support assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reoccurred, acknowledging and understanding the instructions provided.